Event description:
Prior to surgery, the assisting rn stated to writer that the cassette failed to lock into place in the hosp's unit after several attempts made by both himself and others. Surgery was delayed 10 mins as they switched to another pack from a lot that was assumed to be different. There was no effect on the pt.